Manufacturer narrative:
As of the time of this report, no patient information was provided. An investigation is being conducted on the alleged issue. A follow up medwatch will be submitted if additional information becomes available.

Event description:
Report received from the customer states that the upper port broke off of manifold while attached to patient. Chemo was not being ran when the port broke.

Manufacturer narrative:
The device was received and was subjected to cap to body side load force to evaluate weld integrity on the ports. The ports tested met the side load force test specification of 6.65ib-in. Visual inspection of the cap showed that an external force was applied on the cap which caused the cap to be pushed against the body of the six port, resulting in the break at the welded portion of the device. During the manufacturing process of the six-port manifold, each part is 100% inspected for weld integrity. After manufacturing, aql samples are re-tested with side load force. The root cause of the issue is not manufacturing related. Although a DHR review could not be completed because no lot number was provided, a process review was conducted and no anomalies were identified.